Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
A pump with a depleted battery. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp representative.